Event description:
It was reported that a patient underwent a balloon kyphoplasty at t10 and during the procedure one of the balloons ruptured. According to the report, no fragments remained in the patient and the patient did not have an allergic reaction. Patient reportedly has "hard sclerotic bone" and the physician used another balloon to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.